Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous left circumflex artery. The 2.50mm x 15mm emerge balloon catheter was used for dilation. The balloon was inflated twice at 8 atmospheres on first inflation however it ruptured at 1 2 atmospheres on the second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age of time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).